Event description:
New information received notes that the right atrial lead exhibited noise. The lead was capped and replaced on (B)(6) 2021. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2021-29799. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Additionally, the right atrial lead exhibited noise. No device intervention was performed. The patient was stable.